Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the clients relative was a (B)(6) male patient. He had previously purchased 3 boxes of 5mm sharp neeldes (7 sticks per box) at a local medical device store. Using one of the boxes of bd ultra-fine¿ pen needles he noted that the injections are difficult to inject. The customer notes the surface of the needle is not smooth, foreign matter is brought out when removing the needle. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Four sealed 31g x 5mm pen needle samples were returned from lot. No. 6148638, cat. No. (B)(4). Visual examination was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.